Event description:
During use of an scalpel cautery instrument, it was noticed that the instrument tip was melting. The cautery instrument was removed from the pt and replaced with another to continue the case to completion. No pt injury or adverse outcome was reported.